Event description:
It was reported that the jaws were difficult to open when they were closed on tissue. Procedure was completed using the device. No patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received in good condition with dried body fluids. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) during functional testing, the blade did not return after the handle was depressed due to excessive dried body fluids on the device. The device's handles were manually opened and the jaws were opened by manually pulling the trigger and handle apart. It is probable that excessive body fluids influence the opening and closing of the jaws. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device.